Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that fluids entered from a pin hole on the cable and inside of the cable and imaging was flooded and electrical circuits were destroyed resulting in no image displayed. The cause of the flooding could not be identified. Per the instruction manual for pin hole on the cable and poor watertightness, the phenomenon can be prevented by reading the description which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the camera head exhibited an image failure. It is unknown when the event took place. There were no reports of patient or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation was confirmed. The sudden loss of vision was; due to the circuit board failure circuit short, corrosion, electronic component failure; due to flooding. Additional findings are as follows: (a.) Poor water tightness from a pinhole in the cable. (B.) Part of the cable was twisted. (C.) Corrosion was found of electrical contacts on the connector. (D.) And there was an adhesion on the main body head. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility